Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the brachiocephalic artery. A 7.0 x 120, 75cm mustang balloon catheter was advanced for insufflation. However, after inflation, it was noted that the balloon ruptured. The lesion was insufflated enough to complete the procedure with this device. No patient complications nor serious injuries were noted.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the brachiocephalic artery. A 7.0 x 120, 75cm mustang balloon catheter was advanced for insufflation. However, after inflation, it was noted that the balloon ruptured. The lesion was insufflated enough to complete the procedure with this device. No patient complications nor serious injuries were noted. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 8mm proximal of the proximal markerband and extending approximately 25mm distally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 11:30 am CT. The report number is being corrected from: 2134265-2018-64581 to: 2134265-2018-63547.